Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported there was a tpn leak at the drip chamber where the blue ball is located on the set while on a patient. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the set leaked was confirmed. During visual inspection, it was observed that the vinyl tubing had a slice cut approximately ½ inch away from the burette cylinder drip chamber. The slice cut measured 2.271mm long. Functional and pressure testing confirmed leaking from the cut. The cause of the reported leak was identified as a cut on the vinyl tubing. The cause of the damage is unknown.